Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the targeter was attached to the nail and once they got the nail down the surgeon realized that the locking mechanism on the targeter was loose. During a primary surgery .

Manufacturer narrative:
Evaluation summary: the returned device matched the report, and the event was confirmed. The review of the risk assessment for the failure mode and level 1 root cause indicated the issue was within tolerance, therefore no corrective actions were deemed necessary at this time. Deviations in the manufacturing documents were not found. An in-house check of the function on 100% of the lot in question revealed function was given in full on the devices at the stage of delivery. The item returned was documented as faultless prior to distribution. Due to the extent of damage found on the quick lock reception for the nail adapter the targeting arm lost its function as accurate targeting is no longer possible. The extent and appearance of the damage suggest that the targeting arm had been exposed to unnecessary high load respectively high sudden forces which have led to destruction of the device. As this kind of damage will be inevitably noticed during the mandatory pre operatively check we have to assume that the devices got damaged intra operatively by rough handling. No new non-conformity was identified.

Event description:
It was reported that the targeter was attached to the nail and once they got the nail down the surgeon realized that the locking mechanism on the targeter was loose. During a primary surgery .